Event description:
Report received from abbott international affilaite(abbott canada) of an overdelivery due to "the concentration changing from 5mg/ml to .5mg/ml". The report states: "the reason for the concentration change unk...as a result, an 86.4mg bolus was delivered to the pt". Prescription details are unk, but "the amount of morphine allowed in 4 hours is 30mg". According to the report, the pt "experienced irregular respiration" and "his glucose level increased". No specific info on treatment, but "the pt was released from the hosp and is apparently recovered". No other info is available.